Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: test bench measurement is not possible with this product. Results: based on our investigation results, we can say that the catheter section provided to us is not torn, there are clear cut surfaces and we cannot detect any anomalies in the product. It is not clear to us at this time how the problem that was reported to us came about. Prior all shipments of products with catheters a tension test is performed, which was documented in a final documentation. The returned product passed a successfully test. So, we can exclude the presence of a defect at the time of delivery, since the final documentation proves a successfully completed test. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a sprung reservoir (#fv046t) was implanted on (B)(6) 2024. According to the complainant, the shunt system had a leak from the catheter on the distal side of the reservoir. The reservoir was explanted again. The complainant's device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.